Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an episode of slow ventricular tachycardia, which was diagnosed by the device as supraventricular tachycardia and withheld therapy. Programming changes were made. The patient was asymptomatic and was in stable condition.